Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Medical records were reviewed. From a medical perspective, based on the information available for review, it is unlikely that the complaint is product related. The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges that patient has experienced pain, swelling, and lack of mobility. Update rec'd (B)(6) 2014 - pfs and medical records received. This complaint is for the right hip. After review of the medical records for MDR reportability, the revision operative note indicated the patient fell and caused the femur to fracture. The stem was loose and had subsided. Only the stem and femoral head was revised. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.